Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) observed a leak that occurred on the homechoice (hc) after therapy. The hp stated that there was solution on the table, under the solution bags. The hp checked the bags, connections and the tubing but could not find the source of the leak. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.